Manufacturer narrative:
A field service engineer was dispatched to the customer site and found no problem with the unit, no odor or haze was observed. He completed successful tests and confirmed that the unit met specifications. This file is no longer a reportable malfunction since no odor or haze could be confirmed. (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. However, details of the resolution are pending and asp will continue to follow up for the service resolution. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of smoke/haze and odor/smell emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to power down the unit, discontinue its use, and vacate the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.